Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having pain on their left side where the implantable neurostimulator (ins) was located. They also had pain on their right side which was the bigger problem. This pain had been present since implant. The patient had met with a manufacturer representative for initial programming and they set up the stimulation on their left side. However, the stimulation was not set up on their right side at the time of the report because there was still fluid and it needed to heal. Another programming session was scheduled. The patient felt stimulation on their left side after the appointment but later did not feel the stimulation. They stopped feeling stimulation on (B)(6) 2016. The patient noted that they may have turned the stimulation off but after checking the ins it was noted that the ins was on. The patient decided to leave the amplitude where it was at the time of the report even though they weren¿t feeling stimulation. They were sitting at the time of the report and didn¿t typically have pain while sitting compared to walking. The implant area was still swollen and sore to the touch at the time of the report. It was noted that the patient had a follow-up appointment scheduled for (B)(6) 2016. The patient was implanted for chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.